Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. It was reported that the customer experienced an elevated blood glucose (bg) level of 549 mg/dl; cause was not known. A correction injection was delivered to address cg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 510 mg/dl.